Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: the swg (spring wire guide) is kinked.

Event description:
Complaint description: the swg (spring wire guide) is kinked.

Manufacturer narrative:
(B)(4). Additional information was received from the customer to clarify this issue. The customer has confirmed that there was no issue with the spring wire guide that was returned along with the actual sample involved in MDR#3006425876-2019-00154. It was determined that this spring wire guide was damaged during transit to the investigation facility; thus this complaint will be voided.